Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'keypad inoperative' which was reproduced during evaluation. The cause was determined to be the keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "keypad buttons will not respond even though unit beeps each time a key is pressed." The pump can be turned on using a slide clamp. The problem was found during testing. There was no patient involvement. No additional information is available.